Manufacturer narrative:
The reported complaint of "the autopulse platform system displayed system error, out of service, revert to manual CPR' "was confirmed based on archive data and during functional testing. The root cause was undetermined. Visual inspection of the returned platform revealed damaged bottom cover, unrelated to the reported complaint. A review of the archive was performed, and it showed system error 132: internal watchdog timeout, thus, confirming the reported complaint. During functional testing, upon powering up the platform, "the system error, out of service, revert to manual CPR" was displayed. Therefore, the reported complaint was confirmed. Apvision 3 software was used to clear the error message. Upon customer approval, the defective parts will be replaced. Then, the platform will be re-evaluated through functional testing to ensure that the platform will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that during shift check, the autopulse platform system (sn 41779) displayed "system error, out of service, revert to manual CPR" no patient involvement.